Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pacing lead (ipl) it was suspected that the outer insulation of the lead was damaged while fixing the sleeve. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.